Event description:
Additional information was received that the patient perceived an increase in stimulation prior to the battery replacement. No additional relevant information has been received to date.

Event description:
It was reported that the patient began to experience seizures during vns battery replacement surgery. It was reported that local anesthesia was initially used to prevent the patient from needing to be put fully under; however as the patient continued to have seizures and was put on total anesthesia. Explanted device has not been received to date. No additional relevant information has been received to date. .